Manufacturer narrative:
The motor is not a single-use device. The age is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a centrimag motor was overheating. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Section g3: correction. Section d10, h3, h4: additional information. This event occurred at (B)(6). Manufacturer's investigation conclusions: the report of a centrimag motor overheating during use could not be confirmed nor reproduced during testing of the returned centrimag motor (sn (B)(6)). This motor was evaluated and tested at mcs zurich. During their investigation it was observed that the motor was over 14 years old. Additionally, a visual inspection of the motor revealed that the motor's cable was found to be worn out. As a result, the motor failed visual inspection. Although the root cause of the observed cable damage could not be conclusively determined, it appeared consistent with wear and tear due to repetitive bending or twisting of the cable during use. Motor cable damage has the potential to result in increased heat and overheating during operation. The defective motor was scrapped. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1, g2: corrections.